Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's case was broken however it was determined that there was a burnt smell after disassembling the machine. It was noted that the motherboard was burned out. The service engineer suggested scrapping the equipment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the case of the programmer was broken. The programmer has been returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.